Event description:
International affiliate reported that a pt had a lymph node dissection for right inguinal node metastases in 07/2005. A reservoir was used post op and the pt showed signs of an infection the 12th day. The local tissue became necrotic because of poor wound healing. A full thickness skin graft and split-thickness graft was performed. Pt was prescribed antibiotics.